Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the ventricular leadless pacemaker was undersensing. Programming changes were performed. The patient was in stable condition.